Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump reset unexpectedly. Customer reported blood glucose (bg) level was not impacted due to the reset. During troubleshooting with tandem technical support, the customer was able to reload a cartridge onto the pump and resume insulin delivery. In addition, the customer reported their bg level was low earlier that day (67 mg/dl) due to excessive exercise. The customer ate a sandwich to address bg level.